Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer determined the reaction cells and sample probe were not being washed properly. The ise pinch tubing was changed. The customer was instructed how to condition the electrodes and how to clean a reagent filter, probes, and washing stations. The probe washing was adjusted and cell volumes were adjusted. A lamp was changed. The ise was calibrated. Precision studies and controls were run. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The reporter noted that controls were within range prior to the issue. After noticing an issue with the patient sample results, controls were outside of range and they received calibration alarms. The first sample initially resulted with an na value of 161 mmol/l, which repeated as 139 mmol/l. The second sample initially resulted with an na value of 162 mmol/l, which repeated as 144 mmol/l. The na electrode lot number and expiration date were requested, but not provided.